Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on bus. A field service engineer (fse) arrived at the station and confirmed the failure after logging in. The station was pulled out and the back panel removed. The light emitting diode indicators on the controller boards were checked. The station was then powered down, the bus cables were disconnected, and the drawer back panel was removed. The row board cables were disconnected, allowed to reset, and then reconnected. The drawer and station panels were reassembled, the bus cables were reconnected, and the station was powered back on. The drawer was tested in hardware test application and verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.